Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician did not clearly see the onyx under screening. The regular onyx was used for the operation after having been shaken for 3 hours. Then the formula/onyx liquid was not seen under screening. The device was not inspected. The device was prepped per the instructions for use (IFU) with no issues identified. There were no patient symptoms or complications associated with this event. The lesion/vessel site or location associated with this event was the renal artery. The degree of tortuosity is unknown. There were no abnormalities reported in relation to anatomy.